Event description:
It was reported that the patient with this brady lead stated experiencing pain and bleeding during recovery post device implant or pocket closure. The patient was returned to the cardiac catheterization laboratory, where an incision was made and the existing device pocket was reopened. This brady lead was disconnected from the device, bleeding was controlled, and the pocket was flushed with an antibiotic solution. This lead was then placed into an antibacterial envelope and repositioned into the pocket, with immediate pacing and sensing confirmed. The pocket was subsequently closed, and the patient was transferred back to recovery in stable condition. To date, this brady lead was explanted. No additional adverse patient effects were reported.